Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the pump being hard. The pump and cylinders were removed and replaced. There were no patient complications.